Manufacturer narrative:
Report source: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding an implantable neurostimulator (ins). It was reported that the ins had a duration of less than nine years. The patient did not recharge the neurostimulator and it was unknown exactly how long it had been without recharge. On (B)(4)2017, there were several "emergency" recharges were performed but it did not react. Factors that may have led or contributed to the issue include the patient not recharging the ins. It was believed the ins was implanted for seven years. A surgical intervention to replace the ins was planned for (B)(6)2017. The issue was not resolved at the time of the report.

Manufacturer narrative:
Analysis of the device is not yet complete. A follow up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. The ins battery was at end of service due to three overdischarges. If information is provided in the future, a supplemental report will be issued.